Event description:
Ems personnel were attending to a pt, condition unk. During an attempt at externally pacing the pt the device allegedly displayed a connect electrodes message and would not pace. Als treatment continued and the pt was transported to the hospital. The pt was reportedly doa. The facility did not report an opinion that the alleged malfunction caused or contributed to the pt's death.